Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the healicoil knotless did not screw. It is unknown how the procedure was completed. No surgical delay nor further complications were reported. Per investigation, a broken anchor was found.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor is broken and missing the top half. The bottom half is still on the inserter. A functional evaluation of the device showed that both knobs moved forward and back as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Our clinical investigation concluded: the healicoil knotless anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. No further clinical/medical assessment is warranted at this time. The complaint of break was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The complaint of failure to advance was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.